Event description:
The plaintiff's attorney alleged that the decedent experienced chest pains on (B)(6) 2012, hypotension on (B)(6) 2012, and cardiovascular event and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) of four events reported for the same patient involving two separate products.